Event description:
It was reported that the asymptomatic patient presented in clinic. Upon device interrogation, stored episodes of non-sustained right ventricular oversensing for post-paced t wave oversensing were noted on the implantable cardioverter defibrillator. The device was reprogrammed on (B)(6) 2017. The patient was stable and will continue to be monitored.